Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient also experienced a burning sensation at the insertion site. It was reported that their blood glucose levels remained elevated despite delivering insulin. The patient confirmed that the pink slide did move forward and the cannula did insert into the skin. There was no redness/swelling nor insulin leakage at the insertion site. When the pod was removed from the infusion site (location not specified), the pod's cannula was found bent. As treatment, the patient placed a new pod. The patient reported that their blood glucose reading during the call was 201 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.